Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when activated and handed over to the doctor device would not deploy. A replacement was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25134261, 25134334, and 25135248 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The delivery device was returned along with the seal which was unraveled, and the tension spring assembly whose tether was cut. No other component was returned. The seal and the tension spring assembly were detached from each other and were outside the delivery device. Dry blood was evident all around and inside the delivery tube. Traces of blood were also observed on the seal and the tension spring assembly. On microscopic inspection, it was evident that the seal was completely unraveled. The blue slide lock was disengaged and the plunger was fully pressed on the delivery device which is an indication of an attempt to deploy the seal. Taking measurements of the delivery tube was not possible due to the presence of blood in the internal sections of the delivery tube which is an indication of proper insertion. Based on the received condition of the device and the results of the evaluation, the reported failure mode "failure to deploy" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when activated and handed over to the doctor device would not deploy. A replacement was used to complete the procedure. The hospital did not report any patient effects.